Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, causing the front pulse wire to break connection in the distribution node. The root cause for the strained cable was excessive force. No adverse event resulted from the strained cable.